Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of and incisional hernia. It was reported that after implant, the patient experienced recurrence, inflammation, seroma, obstruction, scarring, purulent drainage, left eye has an hour glass type vision with peripheral vision but cannot see straight ahead, urinary incontinence, inability to lift more than 20lbs, bowel perforation, extensive adhesions, severe and chronic pain and discomfort. Post-operative patient treatment included surgery to remove the mesh, put under medically induced coma, revision surgery, abdominal wall reconstruction, exploratory laparotomy, repair of bowel perforation, lysis of adhesions, irrigation of peritoneal cavity, closure of abdominal wall with new mesh, component separation, bilateral transversus abdominis release, intra-abdominal omentum flap, diagnostic laparoscopy, hernia repair, and scar revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of and incisional hernia. It was reported that after implant, the patient experienced bowel perforation, extensive adhesions, severe and chronic pain and discomfort. Post-operative patient treatment included surgery to remove the mesh.